Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the battery alleged issue could not be verified while the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Additionally, it was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.